Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic blade was bent in the wrong direction causing the bevel to be on the bottom during cataract surgery. Procedure was completed by using another blade. Patient impact were not reported.

Manufacturer narrative:
One opened knife, in a blister with no foam protecting blade was received for the report of blade was bent in the wrong direction causing the bevel to be on the bottom. Sample was visually inspected and found to be nonconforming. The bevel of the blade was observed to be cutting edge facing down. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the report of blade was bent in the wrong direction. The root cause is manufacturing related. The blade was loaded incorrectly into the bar and was bent incorrectly after the bar was loaded in the automatic assembly and bend machine and was not caught by the vision detection system. An investigation has been completed in order to further investigate issues with the bevel in wrong direction. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes any visual nonconformance. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).